Event description:
On (B)(6) 2011, while transferring pt from wheelchair to pedestal bath, pt began to exhibit spastic movements and the left leg clip unhooked from the lift. The pt fell out of the sling onto the floor causing an occipital laceration/contusion. Inspection of the sling clip revealed that the black plastic dots were missing from the slings clip.